Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the site around the ins was infected. They wondered if medic alert was affecting this. The site was swollen, warm, and red. The patient is currently on medication for this and the site was getting better. Two days before this happened, the patient started wearing the medic alert. The patient was in the hospital for 25 days straight which was because the ins shut off when the patient went through security. The patient was unable to open their eyes or open their mouth to eat, they couldn't move their arms or legs. The neurologist checked the device and it showed off. The patient wanted to shower 3 seconds later, and was fine after the device was turned back on. It was also stated that the patient might have scratched the location of the ins and that is how the infection began. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they were given an antibiotic for the infection and the issues had been resolved. No further complications were reported or anticipated with this event.